Event description:
Patient called to report adverse reactions involving her soft click lancets. Patient stated she is experiencing bronchitis, body aches, pain, sore throat, mucus, fatigue, confusion, and rapid heartbeat. Patient stated she believes these side effects are due to the fact that the device was manufactured in (B)(4). Patient said she strongly feels that her lancets are contaminated and that the USA should not be importing medical products from (B)(4) due to contamination and non-sterile environments.